Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification with low readings. The cannula was also found bent. It could not be confirmed that the customer received the sensor in this condition due to the sensor being returned opened and used.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the needle to the sensor was bent or possibly damaged. A new sensor was shipped to the customer and the old one was sent back for analysis. No further information was provided.